Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 4 malfunctioned due to a missing magnet in the latch insep. A field service engineer replaced the latch insep to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced a failure in the drawer 4, thereby preventing the user from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.